Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while outside with excessive rain, they were attempting to treat a patient (age & gender unknown), the device's display was distorted and then the device inappropriately powered off. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation; the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the customer's report. The device's monitor board was replaced as a precaution. Review of the activity log had no indication of the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.